Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv. The device was returned to a third-party service center. During visual inspection of the device, it was determined evidence of visible foam degradation along with connector oxide contamination was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from third party service center stating foam particles related to a bipap device. There was no report of patient harm or injury. During the evaluation of the device, service center visually inspected the device and found evidence of foam degradation and corrosion in device. The unit was scrapped, and the connector was completely destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation.